Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No investigation was performed as the issue was resolved during troubleshooting.

Event description:
Medtronic received information that a site has experienced intermittent issues opening their image acquisition system (ias) gantry. There was no patient present when this issue was identified.